Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose value was 120 mg/dl. Customer stated that they did the audio test but the high and low beeps were the same with the same volume. Customer was not sure if the insulin pump was broken. The device will return for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low-level failures alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly. Device received with broken belt clip rails.